Event description:
The device was returned to the manufacturer for maintenance. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the keyboard was out of specification. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.